Event description:
A caller reported encountering cgm error 42. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support, who guided them through a complete pump reset. After the reset, the pump did not display the cgm error code again, and the caller was able to successfully start their sensor session.